Manufacturer narrative:
Device passed the displacement, self test and passed the delivery accuracy test noted. No missing segment or partial display anomaly during test. Device received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that screen of insulin pump had scratches and they could not able to read. The customer¿s blood glucose level was 120-190 mg/dl at the time of the incident. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.